Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with amaryl pills (1x daily). The patient reportedly continued to take her usual dose of medications. At an unspecified time after, the patient claimed she felt symptoms of shaky, sweating, weak and vomiting. The patient denied receiving medical treatment. There was no indication of misuse. The cca educated the patient on meter behavior and the auto shutoff feature to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.